Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system requires intervention as the xiphoidal incision has not healed. Surgical intervention was performed and the entire system was removed.